Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the vibrator works properly on the device. No vibrator anomaly noted. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube and lip.

Event description:
It was reported that the customer's insulin pump was not vibrating at all. The customer installed a new battery and performed a self-test. The insulin pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 72 mg/dl. Nothing further was reported.